Manufacturer narrative:
Unit alarmed button error followed by intermittent buttons due to corroded keypad traces. Unit received with cracked case at display window corners. Unit received with minor scratched display window. Unit received with minor scratched lcd window. Unit received with stained end cap sticker. (B)(4)

Event description:
The customer reported via phone call that the insulin pump had a button error alarm and the keypad was unresponsive. The customer did not recall any significant events leading up to the error alarm. Blood glucose level at the time of the incident was 117 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.